Event description:
The customer reported system says, "device failure". There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4) . A follow up report will be submitted upon completion of the investigation.